Manufacturer narrative:
The insulin pump had an intermittent button response noted due to the corroded keypad traces. There was no button error alarm noted. The motor error alarm was noted during the basic occlusion test and the compromised force sensor system alarm was noted during the prime/compromised force sensor system test at 3.5lbs due to a faulty force sensor resistor. The pump also had a scratched lcd window noted during the visual inspection.

Event description:
The customer's father reported via phone call that the customer had a button error alarm earlier. Caller took the battery out and let the pump dry out. Caller stated that when he put the battery back in, the pump seemed to be working correctly. Caller ran prime and got a compromised force sensor system alarm. Customer's blood glucose was 160 mg/dl. Caller stated that the button error alarm occurred right after the pump was exposed to moisture. Caller stated that the pump was completely submerged in the lake. Caller stated that the drive support cap appears normal. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will have to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.